Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose dropped to 26 mg/dl, which he treated glucerna and regular food. His blood glucose increased to 39 mg/dl and the customer continued to treat. The customer did not experience hospitalization or serious injury as a result of the low blood glucose. The insulin pump was returned and replaced due to a scroll wrap safety recall.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.